Event description:
It was reported that, during preparation outside the patient of a prostate enucleation procedure, the fiber was fractured. The procedure was completed with another of same device. There were no patient complications.

Manufacturer narrative:
Upon receipt at the post market quality assurance laboratory, the device was subjected to thorough analysis. The fiber was received broken into two pieces, thereby confirming the reported allegation. Examination of the fiber tip revealed no damage. No light emission was observed from the connector face, indicating the presence of an internal connector fracture. Additionally, the aiming beam could not be determined during functional testing. It is likely that procedural conditions of the device during set-up or use contributed to the fiber body break. In addition to the fiber break, there was no light exiting the connector face. The observed condition of no light exiting the connector can be a result of an internal connector fracture. Fracture within the connector can occur during procedural handling of the fiber during setup or use. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire.

Event description:
It was reported that, during preparation outside the patient of a prostate enucleation procedure, the fiber was fractured. The procedure was completed with another of same device. There were no patient complications.